Manufacturer narrative:
The t:flex user guide states: "do not fill the cartridge with more than 480 units." "Do not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred despite the customer completing a supply change after the initial occlusion alarm. Additionally, the pump displayed an inaccurate fill estimate of 100u. Reportedly, the customer had added additional insulin to the existing cartridge after it was installed on the pump, which brought the total amount of insulin in the cartridge above 480 units (u). The customer changed the cartridge in order to address the fill estimate issue. At the time of the most recent occlusion alarm, the pump was being worn underneath the customer's arm. The customer cleared the occlusion alarm, repositioned the pump, and the alarm did not recur. The customer's blood glucose (bg) level ranged from 245-250 mg/dl at the time of the events. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue and provide assistance; however, the customer did not respond.